Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with complaints of generalized fatigue, weakness and elevated inr of 5.9. Hemoccult positive dark stool on exam and anemia with hemoglobin of 6.4 g/dl. The patient was transfused with 2 units of blood and started on protonix with a suspicion of a gastrointestinal bleed. The patient was also on iron for chronic anemia. Upper and lower gastrointestinal testing was negative for source of bleeding. According to gastroenterology, they cannot definitely rule out colon arteriovenous malformation and small polyps. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.